Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. The laser was at 100% firing power and was not turned down; the cold pixels eventually dissipated. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon did not occur during this case. The blue pixels were seen due to noise in the images.